Manufacturer narrative:
Pt's gender: unk. A company service representative examined the system and was unable to duplicate the reported problem. The footswitch pcb was replaced as a preventive measure. The system was then tested and met all product specifications. A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "system message displayed." (Device displays error message); "problem with power cord to the wall." (Power source issue) a nurse administrator reported having problems with the power cord to the wall. Additional information was requested. Additional information was received: the nurse administrator reported receiving a system message before procedure had started. The system was rebooted but system message did not clear. The system was switched out and the case was completed. There was no patient impact reported.